Event description:
Related manufacturer reference number: 2017865-2025-12095. Related manufacturer reference number: 2017865-2025-12096. Related manufacturer reference number: 2017865-2025-12097. It was reported that the patient presented for a follow-up in clinic with an infection. The physician stated that the patient developed a hematoma, post procedure and the infection was believed to stemmed from this surgery. The physician explanted the active system - implantable cardioverter defibrillator (ICD), left ventricular lead, right atrial lead and right ventricular lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.